Event description:
Boston scientific received information that this product was part of a system explanted due to a patient infection. During the explanted procedure, lead removal difficulty was encountered. It was reported that the high voltage terminal end of the lead was damaged during removal. The patient was sent to another facility where the lead was successfully removed. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned in two segments, the first segment measured 380mm from the terminal pin, and the second segment was 265mm from the terminal pin. The distal coil and tip portion of the lead was missing. Blood was found in the lead lumens. The conductor coils had been pulled to the point of fracture. The distal end of the proximal shocking coil had separated from the lead body insulation, been pushed distally, and was located up over the lead body insulation. Cuts, tears and holes were found in the insulation. The conductor coils were exposed through the holes in the insulation. The distal shocking coil was not returned. The insulation was torn near that location. The proximal shocking coil and gore coating was found coiled with large amounts of calcified body fluid and tissue noted.